Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Cyclodialysis, corneal edema, hyphema, and inability to implant the microstent are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old female patient underwent cataract surgery on (B)(6) 2020 with attempted implantation of the hydrus microstent in the left eye. There were no complications during the cataract portion of the procedure, however, during microstent implantation a cyclodialysis cleft occurred. No microstent was implanted. The event was attributed to compromised visualization and surgical technique/experience where there was insufficient tilt of the patient's head and microscope. Additional information was requested. On march 11, 2020, the surgeon reported that the patient was doing well with an intraocular pressure (iop) of 10 mmhg and visual acuity of 20/40 with minimal corneal edema and bleeding. The patient was scheduled to be seen later in the week.